Event description:
Our rep is reporting that during an arthroscopic shoulder repair, a portion of the distal tip of an ideal suture shuttle broke off into the pt's joint space. The fragment was retrieved from the body, although the surgeon had to resort to a mini open to that end. The procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigates and evaluated, those results will be the subject matter in a f/u report.